Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false af episode was noted. Review of the session records revealed undersensing of r-waves that caused false af episode. Programming changes were recommended. Programming changes will be made during the next visit in clinic.